Event description:
Report received from the USA stating that there was a "tear in the nose" found during a routine inspection. It was unk when or how the tear occurred. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.